Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and no response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. No contributing factors could be identified. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Correction: b4; h6: device code - remove 1354.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Endologix became aware of an abdominal aortic aneurysm expansion and type 3b endoleak on (B)(6) 2018 as reported by physician (B)(6) at (B)(6) hosp. The reported sac growth was discovered with contrast late in (B)(6) 2018. As the exact date of event is unknown, the best estimate (B)(6) 2018 was used. The patient was originally implanted with an afx bifurcated stent graft on (B)(6) 2013 by the reporting physician. A re-intervention was completed on (B)(6) 2013, at which time the patient was treated by implanting an afx suprarenal aortic extension and cook (non-endologix) graft. During a second re-intervention on (B)(6) 2013, the patient was implanted with and ovation main body and two (2) iliac limbs by physician (B)(6). No devices were explanted during the tertiary procedure, and the patient is currently doing well.